Event description:
It was reported the tip of the screw broke.

Manufacturer narrative:
Added operator of device device investigation narrative - one (B)(4) sterile biorci 7x20mm screw returned. The product is used. The procedure was only listed as ¿surgery¿. Dimensional inspection verifies that this is a 7x20mm product. The screw is two years old. The head and upper threads are in good condition. The damage is of the distal tip. Complaint indicates that the screw broke while being passed through the guide. The damage is consistent with contact of another device or instrument. The threads have a tear-like sever from the distal direction toward the head. This also indicates force contributed. There is a 7.15mm portion of material missing in the screw¿s length due to damage. This portion was not returned. Surgical prep details were not available. It is unknown whether the IFU warning was followed: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion¿. This product also requires use of a tap for hard bone densities. No further investigation is warranted. No root cause related to the manufacturing of this device can be confirmed. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated c-(B)(4).